Manufacturer narrative:
The meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.1 - 1.5 inr): qc 1: 1.2 inr level 2 testing results (qc range = 2.4 - 3.6 inr): qc 2: 2.7 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch field h3 has been updated. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter and the test strips were requested for investigation. The products have not been received at this time. If the products were returned in the future, a follow up report will be submitted.

Event description:
There was an allegation of discrepant inr results when testing with coagucheck xs meter serial number (B)(6). At 1:56 p.m. On (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of >8.0 inr, accompanied by a data flag. At 2:01 p.m. On (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 5.6 inr. The patient¿s therapeutic range is 2.5 ¿ 3.0 inr with a testing frequency of once a week or sooner if the results are not within the patient's normal range.